Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 2.50 x 28 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent was noted to have no balloon and was deployed partly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts stretched and distorted. Distal and proximal edges show no damage, stent moved distally over the balloon and tip. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved distally on the balloon however crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts and the hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that partial stent deployment occurred. A 2.50 x 28 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, the stent was noted to have no balloon and was deployed partly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.